Event description:
No additional information was received from the customer.

Manufacturer narrative:
THE INVESTIGATION IS ONGOING. A SUPPLEMENTAL REPORT WILL BE SUBMITTED WHEN THE INVESTIGATION IS COMPLETED OR IF ADDITIONAL INFORMATION BECOMES AVAILABLE.

Event description:
THE CUSTOMER REPORTED A MONITOR NOT DISPLAYING DURING SET UP / INSPECTION FOR USE (DURING SET UP IN ROOM / BEFORE PATIENT IN ROOM) INVOLVING AN OLYMPUS BRONCHOVIDEOSCOPE. THERE WAS NO PATIENT INJURY REPORTED.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to Olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: corrosion on plug unit, and error code E228 (Scope error).A root cause could not be identified. Based on the results of the investigation, it is likely corrosion on plug unit led to the malfunction.Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.